Manufacturer narrative:
Additional information was received. This device was moved from main product to associated product as the main product (ncb shaft plate, reported with MDR report number 0009613350-2020-00599) fractured. Please invalidate this case from your system. Zimmer gmbh will invalidate this case from the system. Zimmer reference number of this file is (B)(4).

Event description:
See h10.

Manufacturer narrative:
The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to periprosthetic fracture.